Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm approximately 43 months ago the aortic neck was mildly tortuous and calcified. The access vessels were unremarkable. It was reported that the stent graft was found to have migrated distally 3 cm approximately four weeks ago. The stent graft migration was attributed to disease progression and resulted in a proximal type I endoleak. There is still stent graft apposition to the aortic wall. A type ii endoleak was also discovered; however there is no aneurysm expansion. The patient is stable and is planned to get a 36x26x70 endurant cuff at a later date. No additional clinical sequelae were reported.

Event description:
Additional information was received. The patient was treated with 36x36x70 proximal cuff successfully resolving the type I endoleak. Additionally, a 16x10x124 cuff was placed distally as a preventative measure.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration, endoleak), patient's condition affected effectiveness of device (disease progression, type ii endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, type ii endoleak).